Event description:
Information was received from a consumer regarding a patient receiving an intrathecal unknown pain (opioid) medication via an implanted pump for non-malignant pain, failed back surgery, muscle spasticity and spinal pain. The patient was a (B)(6) man who suffered serious injuries from a malfunctioning and defective device. In 2012, in order to treat chronic pain associated with his diagnosed cervical radiculopathy and cervicalgia the patient was persuaded to have a synchromed ii device in his abdomen to administer pain medication into the intrathecal space of his spine. On (B)(6) 2012 the patient had the device and intrathecal catheter implanted in his body intended to deliver a programmed amount of pain medication into his spine, reducing or eliminating the need for oral medications. For several months after the device implant his pain improved; however in the summer of 2014 he suffered from overdelivery of pain medication from his device. This resulted in severe pain, nausea, and lack of mobility. The patient was accordingly taken to the hospital. On (B)(6) 2014, the patient underwent a procedure to remove his malfunctioning pump device due to its malfunctions as a result of the aforementioned defects and malfunctions. The defective device failed to deliver the prescribed medication as programmed. These defects and malfunctions resulted in a complete failure to deliver medication, causing severe damage and injury to the patient. In addition, the patient's defective and malfunctioning device necessitated a removal surgery. It was noted the removal of the "defective device and replacement of a new device is a serious, invasive, and dangerous procedure." As a foreseeable, direct, and proximate result of the manufacturer's conduct described, the patient had suffered and would continue to suffer damages, including lost wages and benefits, diminished wages and future earnings, mental anxiety and anguish, loss of self-esteem, and medical bills in amounts to be proven atrial. The patient suffered severe and permanent injuries and hospitalization as a foreseeable, direct, and proximate result of defects with this programmable implantable infusion pump system for intrathecal drug delivery, which was implanted in his abdomen and was seeking damages for personal injuries sustained. It was further reported the device implanted in the patient's abdomen failed and required revision and removal surgeries. The patient suffered injury due to his "non-conforming, adulterated, and defective device." It was noted the device was manufactured out of specification, was non-conforming, adulterated, and had the propensity for failure and malfunction and it did fail and malfunction. As a result, the patient experienced severe pain and suffering, which continued through present day and would continue in the future, a surgery to explant his defective device, extensive hospitalization and medical procedures, and other damages. Furthermore, the device implanted in the patient failed to perform its essential purpose, which was to deliver programmed pain mediation into his intrathecal space. The device was not reasonably fit for ordinary use or use in the manner ordinarily contemplated in that it failed to deliver medication to the patient according to its programmed rate. It was reported the device failed to perform as represented and in fact was "unsafe."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that there was a catheter failure. It also noted overdelivery, pain, surgery, and hospitalization which was all previously reported. The date of injury was under investigation. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.